Manufacturer narrative:
(B)(4). This event/device was originally reported under MFR report number 3002806535 - 2016 - 00365. Report source: foreign. The event occurred in (B)(6). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
The patient underwent a closed reduction procedure due to dislocation caused by patient fall. During the procedure, the surgeon was unable to relocate the hip and opted to revise the femoral head and acetabular cup. The procedure took approximately one to two hours.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Ringloc bi-polar was returned and evaluated against the complaint. Visual inspection found the liner and cup to be assembled upon receipt. After disassembly of the liner and cup, the ring was observed to be oriented appropriately with the chamfer facing outward. Multiple forms of damage were observed on the liner. The side of the locking groove opposite the opening is warped such that a small lip of poly is present around the liner. An indentation also exists on the side of the groove closer to the opening of the liner. A rectangular feature exists within the liner's groove. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.